Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to low vault, the lens was removed. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Corrected data: d4: primary unique device identifier (UDI) #:(B)(4) "UDI related data quality updates only". H4: device manufacture date: 31-may-2023. Claim # (B)(4).